Event description:
A beckman coulter, inc. (Bec) (B)(4) personnel reported receiving one dxi wash buffer cubetainer that was leaking. No effect to patients or end users was reported in connection with this event.

Manufacturer narrative:
No root cause was determined for the leaking with the information supplied. (B)(4).